Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that chronic inappropriate auto mode switch (ams) due to oversensing noise was noted on a device egm episode. It was undetermined when the ams episode began. The device will be monitored. Patient was asymptomatic.